Event description:
The customer contact reported that during testing at the user facility, the device did not deliver. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device did not deliver when the control knob was turned to the run position.